Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that was stuck in boot loop after delivery, during biomed testing, was confirmed and duplicated during product evaluation. This condition was caused by a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct the reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "unit got stuck in boot loop after delivery during biomed testing." This condition had the potential to interrupt delivery. This condition was found in the biomed department, after delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.